Manufacturer narrative:
(B)(4).

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was part of a system revision due to infection. There were puss and blood clots found in the patient's chest and a wound vac was placed for drainage. The device was explanted. There were no additional adverse effects reported.

Manufacturer narrative:
(B)(4).

Event description:
--

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.